Event description:
It was reported that the c-arm was moving by itself while a technologist was fixing something at the bottom of the unit. When the technologist got up, she bumped her head on the c-arm. No injury reported. A field engineer was dispatched to the site and determined the rotation switches needed to be replaced and the rear rotation switch needed to be adjusted. Once this was completed, the system was working as intended.